Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the lot number provided for the ec60a, n91fjk, was invalid. Do you have the correct lot/batch number? This is the lot number provided by the customer. There is no other lot no. Available. Additional information: we received the following additional information from you on this complaint record - endocutter - however; you had first reported the surgical procedure as a mic esophagus procedure and now are reporting the procedure as a liver resection. Is this correct? Yes, the sales rep updated the procedure. It was a liver resection. Procedure: liver resection patient¿s pre op diagnosis: (B)(6). After complete firing the stapler blocked and could not be opened. Also using the red reverse button did not solve the problem. Surgeon made a new resection and used another device to finish the procedure successfully. Patient is in good condition and there were no other negative consequences.

Event description:
It was reported that during a mic esophagus procedure, the device could not be opened; they had to do a second resection with a second instrument. No further information is available. There were no adverse consequences for the patient reported.